Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2010 and mesh was implanted. During a post-op checkup, an abscess and cellulitis was found at the surgical site and an I&d was done. On (B)(6) 2015 another abscess and cellulitis surrounding her previous repair was found and an I&d surgery was performed to correct the infection around the surgical site. Shortly after that another infection was discovered and a piece of the mesh was removed.  On (B)(6) 2015 she had a CT scan performed which demonstrated that she had an adhesion of the small bowel to a piece of mesh and she had another I&d.  It was reported that the umbilical hernia itself has not been able to heal, so the abdominal surgical site remains open, exposing the interior of the abdominal cavity and she experiences pain. No additional information was provided.